Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(4) 2013, it was reported that this vns had been having an increase in seizure intensity for the last few days. The seizures were normal for the patient, but they had not occurred in a while. Current device settings were provided which were noted as being this way for at least 6-12 months. System diagnostics and normal mode diagnostics were within normal limits. As a result of one of these seizures, the patient fell and hit her neck and now has a hematoma near the electrode site. The patient was referred for generator revision for prophylactic reasons; however, the patient was not likely to undergo surgery until the hematoma is resolved. Follow-up showed that the physician was unsure if the seizures were directly related to vns. There were no causal/contributory incidents, no medication changes, or illnesses were reported by the patient¿s mother to bring forth the seizures. The hematoma was near the electrode site. The patient was referred for an ultrasound and CT scan to assess hematoma and placement, but results were not available. A blc was performed with results of 0.20 years to eri-yes.

Event description:
The patient underwent generator revision on (B)(6) 2014. The explanted generator is not expected for return per hospital policy.